Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. One guide wire and lidstock were returned. The customer also provided two photographs showing the lidstock and guide wire inside a plastic bag. No relevant information could be obtained from the photos. The returned guide wire had kinks located 3, 14, 20, 24, 29, 32, 35, 44, and 48 cm from the j-tip weld. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/-4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .804 mm, which was also in specifications. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through other remarks: another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the anesthesia/respiratory department. When the physician was inserting the guide wire, resistance was met which resulted in the wire kinking. As a result, everything was removed and a new kit was used for the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.